Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was an open circle on the insulin pump. Customer's last alarm was an auto off alarm. Customer had a temp basal running. Customer was assisted in turning the basal off and the circle was gone. Customer's wife later called and stated that the customer's blood glucose was 484 mg/dl. Customer just started the pump 3 days ago and changed the infusion set. Customer treated with a manual injection of 12 units. Customer had the following symptoms of high blood glucose: irritability. Customer stated that he had a back-up plan. Customer ran a manual prime and the insulin did exit. Customer's settings were found to be correct. Customer left the blue needle guard on and it barely went into the body. Customer was explained that high blood glucose is often caused by site or set issues.